Event description:
The customer called and reported the insulin pump was giving her too much insulin and seemed to be leaking insulin. Customer stated it looked like the drive support cap was pushed in. Customer's blood glucose was not provided. The call was disconnected after troubleshooting was offered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.